Event description:
It was reported that unspecified transmitter issue occurred. The sensor was inserted into an unknown location on an unspecified date. Data was evaluated and the allegation was confirmed as signal loss greater than an hour was confirmed. The probable cause was determined to be signal loss. The probable cause of the signal loss could not be determined. The reported event of a unspecified transmitter issue is reportable based on the finding of signal loss greater than an hour. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that unspecified transmitter issue occurred. The product was evaluated. An external visual inspection was performed and no damage. Voltage test was performed and pass. Nordic bluetooth pairing test was performed and pass. Data log analysis was performed and failed. The sensor was inserted into an unknown location on an unspecified date. Data was evaluated and the allegation was confirmed as signal loss greater than an hour was confirmed. The probable cause was determined to be signal loss. The probable cause of the signal loss could not be determined. The reported event of a unspecified transmitter issue is reportable based on the finding of signal loss greater than an hour. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).